Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the patient¿s hospitalization for peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, the surgical removal of the pd catheter (not a fresenius product) and transition to hd therapy for rrt. Causality was attributed to improper hand hygiene during initiation and termination of treatment. The patient was being treated for a vaginal yeast infection and did not properly cleanse their hands after using the restroom. Per the pdrn, the events were unrelated to the utilization of any fresenius device(s) or product(s). Most fungal peritonitis episodes are caused by the candida species, and of the candida species, candida parapsilosis is the most infectious. It can form ¿tenacious biofilms¿ on central venous catheters (cvcs) and other medically implanted devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse event(s). Esrd patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis in (B)(6) 2020. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis on approximately (B)(6) 2020. The patient presented to the outpatient dialysis clinic with severe abdominal pain and cloudy peritoneal effluent fluid (date not provided). A peritoneal effluent fluid culture and cell count were collected, and the cell count revealed an elevated white blood cell count of 884 u/l. The patient was started on intraperitoneal (ip) vancomycin and ceftazidime (doses, frequencies, durations not provided), however several days later the patient¿s abdominal pain was worsening, and the patient was sent to the emergency room (ER). The patient was admitted, given intravenous (IV) access, and started on antibiotics (drugs, dosages, frequencies, durations unknown). While hospitalized, the patient¿s peritoneal effluent fluid cultures returned positive for candida parapsilosis. Causality was attributed to improper hand hygiene during initiation and termination of treatment. The patient was being treated for a vaginal yeast infection and did not properly cleanse their hands after using the restroom. The patient is reportedly ¿extremely prone¿ to yeast infections, which was a concern of the patient¿s medical care team prior to initiating pd therapy. The pdrn reported the patient¿s abdominal pain and infection was severe enough to warrant the surgical removal of the patient¿s pd catheter (not a fresenius product), and transition to hemodialysis (hd) for renal replacement therapy (rrt). The pdrn stated the events were unrelated to the utilization of any fresenius device(s) and/or product(s). The patient has recovered from the events and has permanently transitioned to hd therapy, closer to home with an alternate provider. The patient reported the pain associated with the peritonitis was too severe and opted to remain on hd for rrt.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.